Event description:
It was reported by the rep the device was used during a carotid procedure. It was reported the pt (post operatively) experienced respiratory arrest and was intubated. When dr. Opened his neck, he found an artery pumping unobstructed. There was no clip. It is unk if the two units of prbc's ordered, was given. 3/23/1999 rep returned call and confirmed the identity of the devices used in the procedure. Rep was informed the 2 units of blood were transfused on 3/17/1999. 3/26/1999: contacted md. He stated that the "instrument worked fine". He further stated that approx 10:00pm the pt began to bleed into his incision. The pt went into cardiac, and respiratory arrest and had to be intubated. Once the pt was stabilized, the md reopened the incision and found that there was no clip present on one of the small arteries that he had previously occluded in the earlier procedure. He stated the "clip had fallen off". The bleeding was stabilized, and the pt was returned to the ICU. Earlier this week, a carotid endarterectomy was performed on the other carotid artery. The md stated that the pt was presently recuperating in the ICU at the time of this documentation.